Event description:
It was reported that the right ventricular (rv) lead had low pacing impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the inner insulation had a depression breach. The analyst noted that the distal and proximal conductors were touching, and the distal conductor filars have worn flat-spots visible (no fractures).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.